Event description:
It was reported that patient underwent an explant procedure of his inflatable penile prosthesis (ipp) due to infection. All components were removed and replaced with an spectra penile prosthesis (spp) . A future revision of device is planned after healing. No information about the patient outcome is available at the moment.